Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon mentioned that from time to time he has the loop come apart on the suture. He said there was no specific case to report but made a basic generalization. There were more than one defective device. To resolve the issue, they used another suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.